Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the patient was moved to another room to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not display images. During troubleshooting, the fse found that power supply for video splitters was lost, and part to video splitters 1-6 was defective. The fse replaced 3 video splitters and moved incoming power to slitters from *35 on the ny power supply to *39 to power videos. After replacement of the video splitters, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that live images were not displayed on the flexvision monitor. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.